Event description:
It was reported that the user experienced low glucose readings after performing a cartridge change on the ilet and filled the tubing with approximately 2 units of insulin while still connected to the infusion set, which constituted user error related to infusion set and cartridge handling and filling procedures. Symptoms included feeling clammy and hypoglycemia reaching 41 mg/dl. Outcomes included self-treatment with oral glucose and recovery to in-range glucose confirmed by glucometer, without medical intervention or hospitalization. Investigation included troubleshooting and education by customer care on proper cartridge change and tubing fill steps, including disconnecting from the body before filling. Investigation of this case revealed that the low glucose was attributable to excess insulin delivery during tubing fill while connected, consistent with improper use of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling error mitigated by education.